Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Low sensing, and decrease in impedance were observed. The physician decided to cap the lead.